Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000067294.

Event description:
It was reported lost effective therapy due to high impedances on one of the leads. Investigation was not able to determine which lead attributed to the issue. Surgical intervention was undertaken in which the lead was explanted and replaced. Therapy was restored post-op.